Event description:
It was reported that during the post op check, the right atrial (ra) lead had dislodged. Surgical intervention was performed that same day, to reposition the ra lead. The ra lead repositioning was successful. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of known inherit risk of device was selected and is noted within the device instructions for use (IFU), as well as the product's risk documentation. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.